Event description:
Hcp reported the device system was explanted due to pt "not getting relief from pain". The pump "seemed to not be getting drug, and the catheter seemed twisted in back." Both a catheter dye study and a rotor study were performed with unk results. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.